Event description:
The customer reported the exposure rate is exceeding 20r/minute. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and adjusted the ma limit. System operates as intended. (B) (4)